Event description:
It was reported that the pump time and date was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. Customer stated they keep changing date and times settings manually, did not provide any further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.